Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implants related to this event were reviewed and no nonconformities were found. Device was not available.

Event description:
It was reported to nevro that a patient came into a physician's office and had a seroma aspirated. The sample was tested and found positive for infection. The patient was not hospitalized and was given oral and IV antibiotics. Follow up report indicated that the patient's inflammatory markers are normal and the following seroma aspiration did not grow any bacteria on culture. The patient is currently recovering at home. The physician noted that the patient was responding well to hf10 therapy prior to the seroma and infection. The plan is to have a reimplant once the patient recovers.